Manufacturer narrative:
A getinge field service engineer (fse) confirmed all calibrations within spec and found power cord would not retract and one battery was not seated completely into the machine. Untangled cord in lower cart, seated battery and battery testing passed, no issue found, ran machine on simulator for multiple hours. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during use on the patient, the cardiosave intra-aortic balloon pump (iabp) unit stopped working. No harm or injury occurred.